Event description:
It was reported that the ilet insulin pump¿s touchscreen became unresponsive, preventing interaction with alerts or menus, after which a replacement device was arranged and the user transitioned to multiple daily injections; the device reportedly delivered no insulin for an extended period and the user recorded a blood glucose of 401 mg/dl after eating without taking meal insulin. Symptoms included hyperglycemia. Outcomes included the need for alternative therapy and interruption of insulin delivery. Investigation included customer interview, device replacement logistics, and request for device return for evaluation. Investigation of this case revealed a reported display or user interface malfunction with screen nonresponse. It was concluded that the event involved a device malfunction resulting in hyperglycemia without injury. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.